Event description:
A report was received that the patient was unable to charge his ipg and it was being unresponsive. The physician replaced the patient's ipg.

Manufacturer narrative:
Additional information received indicated that the ipg passed all visual, photographic, performance, and electrical tests. The complaint was not confirmed and the device exhibits normal device characteristics.

Event description:
A report was received that the patient was unable to charge his ipg and it was being unresponsive. The physician replaced the patient's ipg.